Manufacturer narrative:
The device was returned for evaluation and is pending investigation.

Event description:
The customer reported that a plum set had a leaking filter. The device was infusing phyxol and normal saline. The set was changed with no further issues. There was no report of patient involvement, adverse event or delay in therapy.

Manufacturer narrative:
D10 - date returned to mfg: (B)(6)2020. H10: the device was received for evaluation. There was a leak from both the inlet and outlet filters, and the vent plug juncture with the cap open. The leaks appeared to seep through filter vent material from various locations. The complaint of leakage on the returned used primary plum set could be confirmed. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material due to an infusate reaction during use. The lot review was performed and there were no issues found.